Event description:
Philips received complaint indicating while not in clinical use, the v60 had a unspecified battery failure. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: philips received a complaint from the customer, reporting that the v60 ventilator had a battery fault alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery fault alarm. Insufficient information is available to determine the resolution of the event. The customer decided to resolve the issue without the assistance of philips; and it could not be confirmed if the customer replaced the specified part or if the issue was resolved. Multiple good faith efforts (gfe) were performed on (B)(6) 2023 and (B)(6) 2023 for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.